Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not start up. Upon troubleshooting fse found that system was powered on, but there was no communication with the host pc, the hard drive had not powered on. Fse restarted the system with no power to the hard drive and after manual reset of the host pc restored power to the drive, the system and the host pc hard drive powered up correctly after restart and nss advised the fse to replaced the pc. To resolve the issue, fse swapped the hard drive and made new ghost backup. The system was returned to use in good working order.. The system was returned to use in good working order.

Event description:
It was reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.